Event description:
Boston scientific crm received information that this left ventricular pacing lead exhibited a change in pacing thresholds, and the patient complained of diaphragmatic stimulation. Investigation revealed that the lead had dislodged.

Manufacturer narrative:
The lead was explanted and was replaced with a competitive lead. The explanted lead was discarded at the hospital and will not be returned. There were no adverse patient effects reported. This report will be updated if additional information is received.